Event description:
The patient was seen the week prior to this report for a pump refill. Two days after the refill, the patient had increased spasticity. The patient¿s family called the managing physician and they were treating the patient with oral baclofen and benzodiazepines. The symptoms were not improving. The patient was unable to see the managing physician and was told to go to the ER (emergency room) and possibly see the surgeon at a later date. There was ¿some thought that the pump pocket was swollen post refill¿. It was later reported that the physician noticed a larger fluid accumulation at the pump pocket than before at the last refill. The pump sat oblique in the pump pocket. The patient¿s mother had called on (B)(6) 2015 stating the patient had increased twitching in his lower extremities. The physician gave a prescription for oral baclofen and oral valium instructing them to contact the physician over the weekend if the situation worsened. The patient had an appointment with another physician on (B)(6) 2015. Monday morning the patient¿s family called and stated the appointment had been moved up to (B)(6) 2015. Another physician directed them to go to the ER so that the pump could be interrogated and a copy of the interrogation was left on the patient¿s chart for the other physician to see during the appointment. The patient status was reported as ¿alive-no injury¿. On 03/03/2015, the patient had an appointment with neurosurgery. At the appointment, the patient¿s dose was increased by 11% to 375 mcg/day. They were planning to evaluate the patient¿s outcome and response. They also discussed a potential indium study version a catheter revision. On (B)(6) 2015, the patient was taken to surgery. At the start of the catheter revision, the physician was able to palpate fluid around the pump. He decided to aspirate through the skin prior to making an incision; there was approximately 50 ml of yellow turbid fluid. A sample was sent to the lab for a stat gram stain. The incision was then performed and they attempted to aspirate from the cap (catheter access port) and they were unsuccessful. They then moved over to the catheter entry site, cut the catheter and were able to get some csf (cerebrospinal fluid) to flow to gravity. The gram stain came back with elevated wbc's (white blood cells) at which time the surgeon decided to remove the entire system as an infection appeared likely. A full lab panel was ordered on the fluid. The surgeon teamed with the referring physician to cover the patient with oral baclofen dosing. The device system was delivering lioresal. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 8709, lot# j10896r34, implanted: 2001-(B)(6), explanted: 2015-(B)(6), product type catheter. Product ID 8596sc, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2015-(B)(6), product type catheter. (B)(4).